Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: on-going.

Event description:
(B)(6). It was reported that the 1 year 9 month po valve is blocked.

Manufacturer narrative:
The customer was contacted but the device was not returned. No additonal actions are required.